Event description:
Information was received that a smiths medical pneupac parapac plus ventilator had a "bad menometer". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. An inspection was performed by connecting the device to 50 psi air to check the manometer function. It was determined the manometer functioned as designed. The device was tested and it passed all functional checks. The complaint allegation could not be confirmed. No fault was found with the device.